Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6) 2019, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the patient had an abdominal abscess. However, on (B)(6) 2019, an abdominal ultrasound was performed, and no abscess was present. On (B)(6) 2019, the patient reported inflammation, pus, and a fibroma at the stoma site and was treated with 3 rounds of unknown antibiotics on unknown dates. No further information was available.